Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose at the level 407 mg/dl and then the customer experienced low blood glucose at the level of 48 mg/dl. No further details was given. The insulin pump was not returned for analysis.